Event description:
It was reported that there were short v-v intervals observed in the right ventricular (rv) lead and possible early failure of the lead. During the procedure to remove the rv lead, the helix would not retract and the lead was extracted via laser. It was further reported that during the laser extraction the right atrial (ra) lead was entangled with the rv lead and inadvertently "pulled out".the rv lead and ra lead were removed and replaced with new leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #(B)(4). The partial lead was returned in segments, analyzed and analysis was performed and no anomalies were found. However, the proximal and distal lv (low voltage) electrodes of the lead were covered in body tissue/fibrotic growth. The distal defibrillator electrode was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. (B)(4): product ID d154atg implantable cardioverter defibrillator (ICD)  implanted: 2006-(B)(6), product ID 5076 implantable pacing lead implanted: 2006-(B)(6). (B)(4).